Event description:
On 28th july 2023, rayner received notification from a UK healthcare facility of an event that occurred during use of a rayone emv rao200e iol. The event description provided states that during iol insertion the surgeon experienced resistance, and the lens has been delivered into the eye with broken haptic. Following this observation,the lens was immediately removed from the eye, and a back-up lens was implanted without further complications.

Manufacturer narrative:
The reference (B)(4) has been allocated to this case by rayner. The event description provided states that during iol insertion the surgeon experienced resistance, and the lens has been delivered into the eye with broken haptic. Following this observation, the lens was immediately removed from the eye, and a back-up lens was implanted without further complications. "Iol replacement or extraction" is listed in the "adverse events" section of the rayone IFU. The device was discarded by the healthcare facility. The risk analysis identifies the following as possible causes of "trapped/ torn lens haptic/ optic during insertion"; iinadequate amount of viscoelastic; inadequate quality of viscoelastic; haptic trapped by plunger override due to fast motion; user opens closed flaps and closes again before use; plunger advanced too quickly, insertion of viscoelastic through nozzle leading to inadequate amount of viscoelastic; user removed injector from tray prior to inserting viscoelastic, causing lens to be improperly placed in cartridge; user removed injector from tray prior to closing cartridge, resulting in cartridge not being clipped properly; optic edge trapped/ damaged on closure of cartridge. Our review of production records for the rayone emv rao200e batch 053215111 showed that all manufacturing and quality checks were conducted with successful results. All devices released for distribution from this batch were within tolerance, met specification criteria and were without defects. A review of existing vigilance data confirms that this is an isolated event. No other incidents, of any type, have been received against the rayone emv rao200e batch 053215111. There is insufficient evidence and information available in this case to establish the cause of haptic breakage.